Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie pocket was failed and duplicate address was detected. Customer tried to recover the storage space and rebooted the station, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.